Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarms due to blank display. Pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose reading was 145mg/dl at the time of incident. The product will be returned.